Manufacturer narrative:
It was reported that the device's etco2 module needs replacement. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a part number ID for defective etco2 module was provided. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module, the part number for which was provided to the customer, who is taking the responsibility for returning the device to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's etco2 module needs replacement. There was reportedly no patient involvement.